Event description:
The customer reported being hospitalized in two separate occasions due to low blood glucose of 20mg/dl. The customer was asleep, and she was found unconscious. The caller stated that her blood glucose has been up and down over the past several days. Troubleshooting was performed, and the drive support cap appears to be normal. The customer stated that sometimes she does not give herself the right amount of insulin at night and does not get up to check her glucose level. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.